Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that she was being pushed up a ramp by a friend when the front caster allegedly bent. The consumer was able to catch herself and did not fall out of the wheelchair. No injury alleged. Consumer had not contacted her dealer, invacare advised her to do so for repairs.

Event description:
Customer alleged she was riding on sidewalk and the front wheel broke when going down the curve. No injury alleged.